Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the phacoemulsification phase, the instrument stopped delivering ultrasound and stopped aspirating. Additional information has been requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that the procedure was completed using a second system without patient harm. There was no system message displayed.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was replicated. The footswitch cable (which belongs the system) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 16, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported aspiration issue can be attributed to a nonconforming footswitch cable. However, how or when the cable became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).